Manufacturer narrative:
The synergy spine and trauma pocket guide that accompanies the device contains the following warning, "warning: make sure that the reference frame assembly is rigidly attached and locked (tightened) with respect to the relevant anatomy. If the post or clamp moves in relation to the anatomy navigational inaccuracy may result."

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative reported a surgeon alleged an inaccuracy toward the end of a spinal fusion procedure. The work flow was described as a three-level fusion where the surgeon worked on the right side first, and away from the frame. After moving to the left side, the first screw was placed and the surgeon deemed it to be a little inaccurate. No specific measurement was provided. The surgeon chose to use fluoro to place the last two screws. The surgeon opted to continue and completed the procedure successfully, without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not made available from the site. (B)(4) 2015 - medtronic representative reported the inaccuracy was approximately 5 millimeters. (B)(4) 2015 - a medtronic representative, following-up at the site, reported the site stated there was frame movement during the procedure. (B)(4) 2015 - a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.